Manufacturer narrative:
The device was evaluated at the factory service depot and it was noted that the bearings and support o-rings were worn and the bur that was installed in the chuck was bent. These factors all created severe vibration that resulted in the head cap coming off during operation. There were no manufacturing defects noted.

Event description:
Doctor sent in a high-speed dental handpiece indicating the head cap came off the device during a procedure. The note indicated the head cap was retrieved and no medical intervention was required.